Manufacturer narrative:
Results: the neuron max was ovalized approximately 56.0, 90.0, and 101.5 thru 102.5 cm from the hub. Resistance was encountered while advancing the returned 6f select through the returned neuron max and the 6f select could not be advanced any further. Conclusions: evaluation of the returned neuron max revealed that the device was ovalized. If the device is forcefully gripped or pinched during preparation, damage such as this may occur. The ovalization in the neuron max likely contributed to the 6f select¿s inability to advance through the sheath during preparation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2018-02169.

Event description:
During preparation for a medical procedure, a neuron 6f select catheter (6f select) would not advance all the way through the distal tip of a neuron max 6f 088 long sheath (neuron max) on the back table; therefore, both neuron max and 6f select were not used in the procedure. The procedure was completed using a new neuron max and 6f select. There was no patient involved.